Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. A potential root cause for this failure could be bad fit with shaft/no drainage eye/ poorly seated balloon /bladder neck interface. The device was not returned for evaluation. The lot number is unknown. Therefore the device history record could not be reviewed. The instructions for use were found adequate and states the following: this is a single use device. Do no re-sterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which lead to injury, illness, or death of the patient. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. On catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst. The device was not returned.

Event description:
It was reported that the survey respondent mentioned about symptomatic urinary tract infection (uti), hematuria , bladder stone(s), leakage and accidental removal when asked if they experienced complications using the suprapubic foley catheter. No medical intervention was provided for the infection.

Event description:
It was reported that the survey respondent mentioned symptomatic urinary tract infection (uti), hematuria, bladder stone(s), leakage and accidental removal when asked if they experienced complications using the suprapubic foley catheter. It was unknown what medical intervention was provided for the infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. The potential root cause for this failure could be bad fit with shaft/no drainage eye/ poorly seated balloon /bladder neck interface. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: this is a single use device. Do no resterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which lead to injury, illness, or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst." The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondent mentioned symptomatic urinary tract infection (uti), hematuria, bladder stone(s), leakage and accidental removal when asked if they experienced complications using the suprapubic foley catheter. It was unknown what medical intervention was provided for the infection.